Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported over-sensing of p-wave was observed on the device. When the patient presented for a follow up in clinic, nsrvo (non-sustained right ventricular oversensing) stored egms (electrograms) was further evaluated showing an unclear cause or source of the signal as well as the x-ray did not show conductor externalization. The programming change was made. The patient was stable and will continue to be monitored. Related manufacturer reference number: 2938836-2019-16984.